Event description:
It was reported that there was a reduction in brake force due to damaged casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer sent parts to perform repairs. Customer performed evaluation.